Event description:
The customer reported via phone call that there was a black circle on the screen of the insulin pump with a button error alarm showing. The customer was unable to clear the alarm. The customer's blood glucose was 182 mg/dl. The customer did not recall if the insulin pump had become wet or was bumped. The customer was advised to remove the battery from the insulin pump, but the alarm still persisted afterwards. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.